Event description:
The pt fell and hit hs head over the implant site on may 26, 2006. The pt is reported to be unresponsive to sound since then. Testing by the clinic confirmed that the device has malfunctioned. Further testing will be carried out by med-el on june 5, 2006, to assess internal device function.

Manufacturer narrative:
The device has not been explanted.